Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that a patient experienced difficulty finding a doctor to replace the battery of an implantable neurostimulator. The patient expressed confusion, misunderstanding the neurostimulator and battery as the same entity. Additionally, there was an allegation of system hacking, with a changing of adjustments and connecting interstim to interstim. The patient did not want to use the interstim x system due to concerns about the handset/tm90 bluetooth technology. During the call, the patient was in an escalated and confused state. The patient inquired about the possibility of obtaining a 3058 model instead of the interstim x and it was reviewed that the 3058 is no longer available on the market. The patient asked about the capability of performing magnetic resonance imaging (MRI) with the interstim x device. It was explained that the MRI mode feature is available on the handset/tm90. The issue remained unresolved as the caller disconnected before further information could be gathered.